Event description:
It was reported that the halogen light source internal fan failed and made loud noise. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.